Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a laminectomy surgical procedure, it was observed that the physician 'burned his fingers" when picking up the angle attachment device for use. According to the report, the device was being used extensively during the procedure. It was further reported that when the physician went to pick up the device for further use, he noticed that it was very hot on his fingers to touch. The surgeon described the hot to the touch as "burned his fingers". There was no action taken and no intervention was required. The surgeon was fine and no change of glove was required. There were no delays in the surgical procedure as a spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.